Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The crimped and stent, balloon sections of the device were visually and microscopically examined and the undamaged section of the crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. Stent strut row's 3, 4, 9, 10, 16 and 17 from the distal end of the stent are deformed. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 94% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After predilation with a 15x15mm balloon catheter, a 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.